Event description:
A medtronic representative reported a burning smell coming from an o-arm 1000 imaging system used in the medtronic navigation education center. Upon inspection, melted batteries were found in the tray 2. There was no patient present when this issue was identified.

Manufacturer narrative:
The x-ray battery charger board 2 failed the performance testing. Sense output voltage is zero. Channel h failed. Channel h is connected to tray 3 pair 2 batteries. Shorted batteries were found in tray. Electrical problem directly caused the event. Both x-ray charger boards were replaced in the system and resolved the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed an imaging system check-out, identifying shorted batteries in burnt tray #2. The medtronic representative replaced batteries and tray 2, and changed out x-ray charging boards 1 and 2. Afterward, performed testing, all areas passed. System performed as intended. RMA issued. Replacement battery 9amph 12v, shipped to site on (B)(4) 2014. Suspect part not returned to manufacturer for analysis. RMA issued. Replacement battery 9amph 12v, shipped to site on (B)(4) 2014. Suspect part not returned to manufacturer for analysis. RMA issued. Replacement battery charger 1 shipped to site. Suspect device, returned to manufacturer on 05/05/2014, and is under analysis. RMA issued. Replacement battery charger 2 shipped to site. Suspect device, returned to manufacturer on 05/05/2014, and is under analysis.